Event description:
It was reported that three syringe integra 3ml ll w/ndl 25x5/8 rb experienced premature needle retraction during use. The following information was provided by the initial reporter: material no.: 305269 batch no.: 8184673 per pir3012828 we have had an issue 3 times today with the 3ml heparin syringes. When the nurses gave the med the needle retracted before the med was administered (the nurses were able to find the needles). Integra syringe with retracting bd precisionglide needle. 3ml 25g x 5/8.

Manufacturer narrative:
Investigation summary: one loose integra syringe inside an opened package from batch #8184673 (p/n 305269) was received. The sample was visually evaluated. The stopper was at approximately 1/2 ml position with the metal cutter activated and fully exposed through the stopper. It did not reach the needle position. The needle attached was undisturbed with intact hub and cannula present. The sample had no signs of usage. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for needle retraction failure is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8184673 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe integra 3ml ll w/ndl 25x5/8 rb experienced premature needle retraction during use. The following information was provided by the initial reporter: material no.: 305269, batch no.: 8184673. Per pir3012828. We have had an issue 3 times today with the 3ml heparin syringes. When the nurses gave the med the needle retracted before the med was administered (the nurses were able to find the needles). Integra syringe with retracting bd precisionglide needle. 3ml 25g x 5/8.